Event description:
Event description cpi received information that this implantable pulse generator (ipg) exhibited a loss of capture and required reprogramming after the patient had received multiple shocks from their implantable cardioverter defibrillator (ICD). Attempts to obtain further information were unsuccessful.